Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer find air bubbles coming out of the tank. The customer experienced high blood glucose of 484 mg/dl. The customer was able to passed the displacement verification test. The reservoir will not be returned for analysis.